Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not alarm but it stopped running for 2 hours before ending. Troubleshooting was performed. The patient missed 2 hours of chemotherapy. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.4 ml/hour had been programmed, with a total reservoir volume of 7.2 ml and given 102.85 ml. The length of infusion had been set to 46 hours, and the lock level had been set to 0. The patient was not medically affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.